Manufacturer narrative:
Corrected data: d4 UDI number: one sample was received for evaluation. Visual inspection found no defects or discrepancies. Functional testing was able to confirm the reported 'leaking' failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leaking was observed from the cassette after compounding. The leaking was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement and no patient harm.